Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during initial functional testing. The dislodged cable was replaced to remedy the fault. During visual inspection, damaged black cover was noted. The autopulse platform is a reusable device and was manufactured in 2014 therefore, this type of damage appear to have been caused by mishandling. The platform failed the initial functional testing due to error message ua 16 displayed when the platform was powered on. Load characterization test was performed and both modules are functioning within specification. Dislodged cable that connects the motor controller pcb to processor pcb was noted. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The short black cover was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was one previous complaint of related complaints for autopulse sn (B)(4) under ccr (B)(4) reported on 08/03/2016. The motor controller was replaced to remedy the fault.

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 16 (timeout moving to take-up position). No patient involvement was reported.